Event description:
It was reported that a customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various troubleshooting steps, but the issue persisted unless the pump was plugged into a power source. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.